Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for damaged with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
Material no. 363083 batch no. Unknown it was reported that during use of the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the tube had some prominent markings at the middle of the tube, then at minimum fill, then at optimal fill and also at maximum fill. The following information was provided by the initial reporter: customer inquiry "we use blue vacutainer tuber 363083 at our organization, have you recently changed the markings in the plastic on the actual tube? We received a tube that had some prominent markings at the middle of the tube, then at minimum fill, then at optimal fill and also at maximum fill. We are assuming that is what the markings represent but they are more noticeable than what we have on the current tubes. The reference number on the tube was the same 363083.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no. 363083, batch no. Unknown. It was reported that during use of the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the tube had some prominent markings at the middle of the tube, then at minimum fill, then at optimal fill and also at maximum fill. The following information was provided by the initial reporter: customer inquiry "we use blue vacutainer tuber 363083 at our organization, have you recently changed the markings in the plastic on the actual tube? We received a tube that had some prominent markings at the middle of the tube, then at minimum fill, then at optimal fill and also at maximum fill. We are assuming that is what the markings represent but they are more noticeable than what we have on the current tubes. The reference number on the tube was the same 363083.